Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient reported the following: urinary tract infection in (B)(6) 2011, another incident of urinary tract infection in (B)(6) 2011, as well as pelvic pain and a possible hernia or lump for which she was referred to a surgeon in (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.